Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event- additional. H2: additional information. H6: health effect - impact code - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient woke up and felt clammy, disoriented, weak, and couldn¿t walk properly. The patient¿s cgm was reading between ¿324-360 mg/dl¿. No bg meter reading was taken at this time. The patient¿s wife called 911. Once emergency medical service (ems) arrived, the patient's bg meter reading was 583 mg/dl, and he was transported to the hospital. The patient¿s wife could not recall all the medications the patient was given by ems and at the hospital, aside from sodium bicarbonate (60cc x 3 times). The patient was still in the hospital at the time of report and was undergoing dialysis. However, the patient¿s wife stated the patient was ¿doing fine¿. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.